Event description:
The customer reported that the system failed to complete the boot up process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fse removed and inspected the power cap module and tightened all screws and connections. Battery connections were also tightened during the service event. The system was tested and found to be working as intended and put back into service.